Event description:
Info received that the stretcher still rolls after brake has been set. No injury reported.

Manufacturer narrative:
Tech found that the stretcher would still roll after brake was set. Replaced all four casters to resolve this issue.